Manufacturer narrative:
Report source: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked while delivered to the nurse's holding area and leaked into the cabinet. The bag "looked like" it was leaking from the connector "neck". There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.